Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pressure with diaphoresis, headaches and felt they were getting "shocked". The his bundle (right ventricular) (rv) lead was reprogrammed however patient reported symptoms during testing. Rising and elevated thresholds were noted. The lead was then explanted and replaced. The implantable pulse generator (ipg) remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.